Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel) has confirmed that the cable connecting the distribution node (dn) to the rear cables were severed and cut. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.